Event description:
According to the reporter, during use, the unit failed at the cuffed area with air leaks. Had to constantly add extra air to help with the seal but ultimately had to replace the trach after seven to ten days of use. The patient was decannulated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.